Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: #2955842-2007-00344, #2955842-2007-00345.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory has a small step at the bowl/tube interface. The step is located on half of the inner diameter and has the potential to cause scraping in certain loading conditions. No other damage found.